Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and ffb were evaluated and reseated. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported a communication error and the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.